Manufacturer narrative:
Visual examination of the returned device found the driver tip was broken off entirely. Device was subsequently submitted for fracture analysis. Optical imaging of the distal tip of the final tightener driver reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the final tightener driver tip breaking cannot be determined from the samples and information provided. The results from fracture analysis have determined that a potential root cause may be unexpectedly high stresses placed on the driver tip during use, resulting in a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported by commercial coordinator in (B)(4). We have also product complaints in dc depuy (orthokit/loaner site) for 2017 year. Devices quarantined due to breakages, functional tests failures. In all cases no data available if any injures or adverse events. No information about surgery, delays, patient related data.